Event description:
It was reported that the atrial lead became dislodged during a left heart catheterization. The lead was stable prior to the procedure, with chest x-rays showing a difference in lead position before and after. Increased threshold and intermittent capture were also noted. Reprogramming was performed to vvir mode, with the patient advised by the electrophysiologist to have the lead replaced within a few months (the patient was traveling and was considering having the lead replaced at home). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-52 lead, implanted: (B)(6) 2002. (B)(4).